Manufacturer narrative:
Mfg records were reviewed and nothing was identified that would have caused or contributed to this event. After discussion with the surgeon, it was determined that the surgeon did not pay particular attention to the stem size of the implant. By doing this, he may inadvertently place smaller implants into the pt.

Event description:
A pyrocarbon pip revision was reported on a female pt that had joint replacement on two of her fingers. At the f/u visit the surgeon took an x-ray and saw a proximal component was undersized. A revision was performed to implant a larger device. It was later discovered that both fingers were revised.